Event description:
It was reported that on (B)(6) 2015, the physician chose to re-intervene for an enlarging aneurysm sac (amount of growth is unknown) that was previously treated with a gore® excluder® endoprosthesis. The physician chose to line the existing gore® excluder® endoprostheses with a new gore® excluder® endoprostheses. The aneurysm was excluded and the patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device was not possible since the device size and lot number were unavailable. Concomitant medical products: hydrochlorothiazide, cozaar, toprol, lisinopril, nitroglycerin prn, vitamin e, vitamin d, aspirin, omega 3, niacin. The gore excluder aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
On an unknown date approximately ten years ago, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The date of implant and device lot and serial numbers implanted is unknown. It was reported the patient was having back pain and on (B)(6), 2015, had a MRI done to determine the cause. The MRI revealed the previously treated aneurysm was enlarged (amount is unknown) and there was a possible endoleak present. The hospital instructed the patient to contact his vascular surgeon to have further evaluation performed. No reintervention has been planned at this time.